Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced with an implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced slow heart rate that was below the programmed lower rate of the implantable pulse generator (ipg). It was also reported that there was a longer av interval. It was noted the patient's beta blockers were recently increased. The ipg remains in use. No further patient complications have been reported as a result of this event.